Event description:
Boston scientific received information that the patient implanted with this device system was brought in for a non-bsc left ventricular (lv) lead revision procedure due to continuous diaphragmatic stimulation. The device was programmed to electrocautery mode doo 70 and outputs were programmed to 7 v @ 1ms to ensure capture. The patient was reportedly in atrial fibrillation. During the use of cautery, three instances occurred where there was no output or a right ventricular (rv) loss of capture (loc), resulting in asystole which lasted for several seconds. Additionally during this time, telemetry was lost. Once the physician came off cautery, the pacing returned. The device was retested and confirmed to be operating within specification after the new lead was positioned. Device memory was saved to a disk for further review. Engineering analysis concluded that the device had not recorded a fault or reset. Additionally, due to being overwritten by later changes, there was no evidence that electrocautery mode was activated nor that doo was programmed. The data provided indicates that the device was functioning normally. To date, no adverse patient effects were reported during the clinical observation.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.